Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a johnson and johnson sales representative advised that an eye care provider (ecp) reported a patient (pt) in for a regular eye exam found ¿corneal endothelial cells lessened up to 1000¿. The ecp advised the pt is not allowed to wear contact lenses at this time. No additional medical or product information has been received. No additional medical information is expected. It is unknown which acuvue brand contact lens was affected. The suspect lot number was not provided. The date of the event is unknown. If any further relevant information is received, a supplemental report will be filed.